Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold and dislodgement were observed. The lead was explanted. No further information is available.